Event description:
Patient was being lifted from a chair to a bed in a patient lift. The straps on the sling broke and the pt fell to the floor. The pt suffered blunt force trauma to their head. Pt's status declined progressively over 11 hrs. She died in 2007.

Manufacturer narrative:
We rec'd a call from the facility approximately 10 days after this event occurred. The facility wondered whether loops on a sling could be reinforced. We inquired why? They said that they had an incident where a sling broke and a resident died. She reported that the sling was several years old. We checked our records and it appears that the sling was either purchased on 07/20/05 or 07/20/2000. She did not have the sling in her possession to check the date tags. In either case, the sling was being used long beyond its useful life. Our operating instructions recommend slings be taken out of service after two years, regardless of condition. In addition, the instructions state to inspect the sling for fraying, tears, loose stitching or discoloration prior to every use and to remove the sling from service if those conditions exist. In response to her request to reinforce the loops, we informed her that each loop is tested to over 2500 pounds breaking strength at the time it was manufactured. Putting additional stitching in the fabric has shown to weaken the surrounding fabric so that it is unable to maintain the strength of the stitching.